Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device has not been reported as explanted. A product development evaluation was completed: no device was received from the customer. A detailed investigation of the complaint is not possible due to missing product information (lot, failure mode), and missing devices for inspection. Several causes could have led to the reported post-operative screw breakages, which cannot be further investigated. It was controlled if the risk documentation covers the issue described in the device report. The current risk documentation is adequate. The raw-material testing certificates and the manufacturing papers for the articles showed no deviations regarding dimension, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2 and astm f 2066. Without the provided product information and the involved parts, further investigation could not be performed. Date device broke is unknown; was noticed in january 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials (B)(6). This report is for two unknown locking screws, product family 412.8xx, lot numbers unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical evaluation of x-rays confirms that two screws are broken. The patient consolidated with a slight malunion. This is report 2 of 2 for complaint (B)(4). This report is for two unknown locking screws, product family 412.8xx.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that since the beginning of 2014, distal locking screws were broken on distal radius plate (drp) plates. The majority of patients had a plaster cast (in postoperative) as the other 700 cases treated by the hospital. It was during the removal of the plaster cast that the surgeon discovered that the distal screws are broken. This report is for 10 unknown locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for 10 unknown locking screws. Partial part number reported as 412.8xx. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.